Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported heparin was to infuse at 18 unit/kg/hr, (100 unit/ml) and that the infusion rate should have been 31.4 ml/hr but was found infusing at 18 ml/hr. The customer identified that the infusion had been programmed manually instead remotely. There was no patient harm reported or medical intervention required.